Event description:
The customer reported a leak consisting of blood around the top of the tubes involving a unicel dxh 800 coulter cellular analysis system. The volume of the leak was not reported but the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat and gloves and there was no report of exposure or injury. Patient results were not affected and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the leak coming from a buildup of rubber pieces from the sample tube which forms a surface in the needle housing. The fse noted that the buildup prevented the needle from reaching the proper alignment to remove all fluids after aspiration. The fse indicated that this issue caused the aspiration probe to leak fluid onto the tubes and sample aspiration area due to misalignment. The fse removed the rubber pieces from the needle housing and realigned the aspiration needle to resolve the issue. Repair was verified and results met published specifications.

Manufacturer narrative:
Failure mode was determined to be a buildup of rubber pieces in the needle housing causing misalignment of the aspiration needle. (B)(4).